Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that an error appeared when the programmer was turned on. The programmer was cycle powered and the error cleared. Technical support (ts) suggested the caller run the service disk. The programmer remains in use. There was no patient involvement.